Event description:
Device #2 malfunction: none. Symptoms/ae: in-stent restenosis. Time of malfunction/ae: 14 months and 20 months post procedure. It was reported that approximately 14 months post an uneventful left internal/common carotid artery (lic/cca) stenting procedure, during a duplex ultrasound, 50-75% in-stent restenosis was found in the two stents that were placed, along with a type d, circumferential, stent fracture in the proximal stent. The stent architecture was disrupted but not misaligned. Approximately 20 months post procedure, an angiogram found 50% in-stent restenosis of both stents and confirmed the type d stent fracture. There is no treatment planned. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Restenosis of the stented artery is a known potential adverse event associated with the use of carotid stents as stated in the xact instructions for use. A review of the finished lot history record did not reveal any non-conformities which could have contributed to this event. Device #1 xact stent lot# 33100-6g, is being filed under medwatch MFR# 9616695-2009-00040.